Event description:
It was reported that the device alert triggered, and the right ventricular (rv) lead exhibited high defib coil impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device alert triggered, and the right ventricular (rv) lead exhibited high defib coil impedances. It was f urther reported that the lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).